Manufacturer narrative:
Correction: section h imdrf annex a, c, d, g and manufacturer narrative. Upon investigation of the actual device used in this incident, it was determined that the multiple half height cubie pockets had failed. A field service engineer confirmed that the device had been reported incorrectly. It was a keyboard issue, and the drawer issue was related to another device. A field service engineer (fse) replaced keyboard to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cubie pockets were failed. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cubie pockets were failed. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had keyboard failure. A field service engineer (fse) replaced keyboard to resolve the issue. The system functioned as intended after the field service engineer repaired the device.